Manufacturer narrative:
Additional information: h4 - device mfg date. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the 200 micron tfl single use fiber had flashes of light at the end of each laser fiber. The issue occurred during a therapeutic lithotripsy stone procedure and was completed with an olympus back-up device. There were no reports of patient harm.